Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected battery out limit or blank display noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window corners, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 175 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer troubleshooting was stopped she stated that she is having a battery out limit. The customer was explained the alarm to her. The customer was advised that we are replacing the pump.